Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that the battery of this pacemaker was depleting prematurely. Analysis showed that the power consumption has been increasing steadily over the past year. This issue was consistent with degradation of an internal hardware component due to traces of hydrogen gas in the sealed pulse generator (pg) environment. The pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that the battery of this pacemaker was depleting prematurely. Analysis showed that the power consumption has been increasing steadily over the past year. This issue was consistent with degradation of an internal hardware component due to traces of hydrogen gas in the sealed pulse generator (pg) environment. The pacemaker was explanted. No additional adverse patient effects were reported.